Event description:
The device was returned for an air compressor failure. Device alarmed during self check procedure. Device failed pneumatic hardware testing consistent with a bad air compressor. No other damage was identified internally.

Event description:
The following has been reported: biomed reported: 'pump problem'. Incident occurred during process: no. Injury/adverse reaction: no. Stopped active infusion: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.